Event description:
The pt had a surgical procedure done, and approx 12 hrs after the surgery the pt complained of mild chest discomfort, without other signs or symptoms of myocardial ischemia. At that time, he was noted to have a hemoglobin (hb) concentration of 9.3g/dl, and thus, was transfused with an add'l unit of packed red blood cells (prbc's). Further workup yielded an electrocardiogram (ECG) that lacked significant change from baseline; troponin 0.45 ng/ml (reference range <0.03 ng/ml), and creatine kinase-mb 57.6 ng/ml (reference range <6.2 ng/ml). Thus, the pt was diagnosed with a non-q-wave myocardial infarction (mi), promptly started on intravenous (IV) heparin, and transferred to the intensive care unit where he remained hemodynamically stable. Troponin peaked at 1.75 ng/ml on postoperative day two. The pt experienced no further chest discomfort and the ECG remained unchanged. On postoperative day 10, he was discharged to an assisted-living facility and was free of cardiac complications at the 60-day postoperative visit. The pt was an male with clinical and radiographic evidence of acute right prosthetic hip dislocation was scheduled for revision total hip arthroplasty after unsuccessful closed reduction. He had a cypher stent implanted in the ramus intermedius lesion approx 7 weeks before his arrival to the operating room for the above-mentioned hip surgery. He denied symptoms of myocardial ischemia or failure after stent placement.